Event description:
It was reported that an unspecified number of bd discardit¿ ii 10 ml syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: during the suction test the air passes through the piston. At the slightly "resistive" injection (in a kt of epidural in this case), the medication passes between the plunger and the barrel of the syringe. Clinical consequences: total lack of precision in the injection (I have to make a dose of 3ml, 1 or 2ml have leaked) precautionary measures: approximate estimation of the injected dose, which is a very important safety measure.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1911261 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation by our quality engineer team. The retained samples were each tested for signs of leakage; however, no defects were observed. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. Our quality team will continue to monitor the production process for signs of this potential defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd discardit¿ ii 10 ml syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: during the suction test the air passes through the piston. At the slightly "resistive" injection (in a kt of epidural in this case), the medication passes between the plunger and the barrel of the syringe. Clinical consequences: total lack of precision in the injection (I have to make a dose of 3ml, 1 or 2ml have leaked). Precautionary measures: approximate estimation of the injected dose, which is a very important safety measure.